Event description:
Note: date of event is unknown. According to the complainant, the locking adapter cracked. The device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Disposed